Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the pericardial effusion and death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to the use of the mitraclip devices, a mild pericardial effusion was noted in the posterior lateral side of the left ventricle. There is a possibility that it could have occurred during transseptal puncture. Pericardiocentesis was performed and the patient was stabilized. The clip delivery system (cds) was advanced to the mitral valve and one clip was placed successfully, reducing mr to 1-2. However, the pericardial effusion was getting bigger and the patient was sent for surgery to treat the pericardial effusion. The patient died later that day due to the pericardial effusion. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported events. Based on the available information, the reported pericardial effusion was due to procedural conditions. The reported death was due to the reported pericardial effusion. The reported patient effects of death and pericardial effusion as listed in the mitraclip system instructions for use (IFU), potential complications and adverse events section), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.na